Manufacturer narrative:
.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 24 mm in diameter with a 24 mm length and had approximately 45 degrees of angulation. It was reported that, approximately two years and one month post index procedure, the patient presented emergently with an aneurysm rupture. An angiogram revealed that the endurant bifurcate stent graft had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff in conjunction with three aptus endoanchors and the event was resolved. Per the physician, the cause of the event was due to possible migration of the endurant bifurcate stent graft or due to disease progression. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.